Event description:
The advocate stated that she tested her blood glucose using the customer's contour and received a reading of 202 mg/dl. She then retested using her breeze meter and received a result of 83 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the contour system showed it to be operating as designed, so no product will be returned for evaluation.